Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06795. During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Furthermore, episodes of post-paced t wave oversensing were observed on the device. Both the rv lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.